Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they could not duplicate customer stated problem won't turn on / off, unit turned on and ran ok, replaced broken bezel, delaminated keypad, third party door latch, corroded left and right iuis. Lvp rear case recall complete. A review of the device history record for (B)(6) was performed from date of manufacture 03/08/2005 to present date 01/20/2021, and note that this device has been returned for service twice, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. Service reported no fault found for customer reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #ca-2017-0187 or 3rd party latch. CAPA #ca-2015-0195 for bezel lower hinge crack. CAPA #ca-2015-0209 for keypad delaminated.

Event description:
The customer reported the device won't turn on / off. No patient involvement.